Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that after the patient was in intensive care unit on impella cp support, the patient had runs of ventricular tachycardia. The impella position was checked. On day two of impella support it was noted a left ventricle (lv) thrombus. Cardiology assessed for aspiration of lv thrombus. The patient continued with impella support and was bridged to left ventricular assist device as planned.

Manufacturer narrative:
The investigation of the reported failure mode has been completed.no product was returned for investigation. Thrombosis/ tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.